Event description:
This lead was explanted and replaced as the physician found the lead to be "malpositioned". The lead has ben retained by the hospital. Should additional information become available, this event will be updated.